Event description:
Repositioning of the lead was performed as the threshold was found to be raised the day following implant. At that time, the screw could not be retracted so the lead was capped and left behind. A new lead was implanted and the procedure was completed.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.